Event description:
Several hours after implant, the pulse generator exhibited impedances greater than 2000 ohms and loss of pacing and sensing on both the atrial and ventricular channels. The pocket was opened, and it was found that the setscrews were not tightened. Once the setscrews were tightened, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.